Event description:
It was reported to covidien on (B)(6) 2014 that a customer had an issue with a foam dressing. The doctor reported that one of her pts had an allergic contact dermatitis reaction. The pt had vesicles, and it was red. The urticaria reaction was on his back. The doctor did patch testing and he is positive to colophony rosin, lanolin and botanical agents. The pt was prescribed a topical steroid, which is a prescription medication.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.